Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report the incident. Quality control (qc) results were acceptable at the time of the event. The customer cleaned and flushed the aliq probe, performed a precision check that was acceptable. The issue was resolved by the customer and declined a service visit. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s). The same patient samples were retested on the same instrument, resulting higher. The higher repeat results were reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant co2 results.